Event description:
It was reported by the pt's attorney that following a repair of a cystocele, rectocele, and enterocele, placement of a pubovaginal sling, and perineoplasty in 2007, the pt experienced erosion. By eight months later, the mesh had started eroding through the pt's vagina, with bleeding and oozing from the vulvar incision. The pt required several surgeries to remove the eroding mesh. Drainage of suprapubic abscess was performed the month prior to event. Excision of eroded mesh and drainage of suprapubic vulvar abscess was done on event date. It is currently unk as to whether the reported adverse event is related to the pubovaginal sling. Refer to MDR #1018233-2007-00041 and MDR #1018233-2009-00138 for the two mesh implants.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. A review of the instructions for use states that complications may include, but are not limited to: postoperative hematoma; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; and perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage.